Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and pacemaker syndrome noted. No medications administered or adjusted, no hospitalizations, no diagnostic tests and procedures, and no other actions taken. The ipg remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ipg was programmed off and remains in the patient. The patient was upgraded to a implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is enrolled in the post approval network cardiovascular group clinical study.